Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer blood glucose of 380 mg/dl and current blood glucose level was 250mg/dl. The customer was treated with intravenous with insulin. Troubleshooting was done for high blood glucose. Based on customer report customer alleged pump was under delivering. The insulin pump will not be returned for analysis.